Event description:
Pt was on the marquette cardiac monitor being monitored at the central station. Pt went into v tach-brady asystole and the staff reported the alarm system failed to alarm. Biomedical consulting serious responded and did a full investigation and there was no equipment failure.

Event description:
Add'l info rec'd from MFR 06/18/04: the manufacturer performed no failure analysis on the apex transmitter as a result of the customer statement that there was no equipment error. Per the customer, the apex transmitter is back in use. The customer stated that there was no equipment error. No investigation will be performed by the manufacturer.